Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: >7.5; lab: 5.2. Date: (B)(6) 2010, inratio: >7.5; lab: 3.0. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with . Mean: 6.35. Confidence limits: na. >7.5. 3.0. 5.25. Na. Analysis of customer's date revealed that both inratio and reference test result comparisons did not meet accuracy criteria. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in point-of-care and lab based pt testing. No confidence limits could be established for both tests. No product is expected to be returned. Retained strip testing from a previous case revealed that accuracy criteria was met. No further investigation required. Per general description of complaint, pt is currently on lovenox. Per product user guide, lovenox users are advised not to use inratio meter since it could affect coagulation testing and lead to inaccurate inr results. As reviewed on 12/03/2010, fifty discrepant result complaints were reported for lot #232886 yielding a complaint rate of 0.027%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.7%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #232886. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 232886 are within the allowable bias (+ or - 1.0). No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.